Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4473 boston scientific lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the capture management feature of the implantable cardioverter defibrillator (ICD) device might have incited the patient's arrhythmia which lead to shocks being delivered. The device remains in use. No further patient complications have been reported as a result of this event.